Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and firmware errors were observed. The reported event of a loss of connection was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.